Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: the original complaint could not be duplicated. The display functioned appropriately. The display lens was free of moisture. The pump failed the leak test and moisture was present under the audio bolus button contact. The device was opened and moisture was found internally. Unrelated to the original complaint, there was moisture present in the battery compartment, the keypad was punctured near the ok button, and the audio bolus button cover was detached. Also unrelated to the original complaint, the display was scratched and obstructed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.